Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The device was requested/is expected for evaluation but has not yet been received. Complaint confirmed. The device met all material specification as received. The evaluation revealed broken tip on returned device. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that a threaded bb-tak was being used for a first meta-tarso-phalangeal fusion procedure. When the bb-tak was removed, it broke at one of the threads on the distal tip of the device. It was reported that 1-2mm of the tip of the device's thread remained in the patient. The procedure was completed as planned. Follow-up investigation: the device fragment remained in the patient. It was located in the hole just distal to the oblong hole in the mrp plate. No techniques changes or additional incisions were required.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was reported that a threaded bb-tak was being used for a first meta-tarso-phalangeal fusion procedure. When the bb-tak was removed, it broke at one of the threads on the distal tip of the device. It was reported that 1-2mm of the tip of the device's thread remained in the patient. The procedure was completed as planned. Follow-up investigation: the device fragment remained in the patient. It was located in the hole just distal to the oblong hole in the mrp plate. No techniques changes or additional incisions were required.